Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) was observed to have impedance measurements greater than 120 ohms on the shocking channel of the right ventricular lead one month post implant. The issue was attributed to a loose set screw. A procedure was peformed and the setscrew was successfully tightend. The device remains implanted.